Event description:
It was reported that "guidewire uncoils at two breakpoints, components come apart ", guidewire hooks on needle bevel that is proximal in blood vessel. Guidewires were disposed of by the hospital and not kept as they were contaminated." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "guidewire uncoils at two breakpoints, components come apart ", guidewire hooks on needle bevel that is proximal in blood vessel. Guidewires were disposed of by the hospital and not kept as they were contaminated." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.